Manufacturer narrative:
On january 12th, 2022 tandem diabetes care was informed of an update. The pump was verified to be functioning as intended and the pump shutdown due to low power. Alleged issue did not cause or contribute to serious injury. With the inclusion of the additional information received, it is confirmed that this event is not reportable. This event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.